Manufacturer narrative:
No knife sample was received by manufacturing for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. Because a sample was not returned and no lot number information is available, the root cause for the customer complaint issue cannot be determined. Because the exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Additional information was requested, but none has been received. This is one of two reports from the same facility. (B)(4).

Event description:
A physician reported that six patients tested positive post-operatively for seidel, wound leakage, after a knife was used in conjunction with their cataract surgeries. The physician experienced difficulties in sealing the 2.2 mm incision. There was no medical or surgical treatment required however, the issue was reported as unresolved. Additional information has been requested but not received to date.